Event description:
It was reported that a pericardial effusion occurred. A pulse field alation procedure was performed using a boston scientific (bsc) rosen guidewire, versacross connect, and farawave catheter. The procedure was successfully completed. Five (5) to ten (10) minutes post procedure when protamine was administered the patient became hypotensive. Echocardiography showed a pericardial effusion and pericardiocentesis was performed. The physician suspected a perforation may have occurred when wiring the left atrial appendage via the bsc rosen guidewire. The patient fully recovered and was discharged.

Manufacturer narrative:
D2a common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.